Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited no capture and high impedance. During the procedure, it was found the patient experienced pericardial effusion. The rv lead was explanted. The patient was in stable condition.

Event description:
New information noted that an echocardiogram was performed and it was noted that patient experienced cardiac perforation.